Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization with shield technology device (ped2) failed to open at the distal segment during a flow diversion procedure. The ped2 was used to treat a patient's saccular aneurysm located at the cavernous segment of the right internal carotid artery. The aneurysm had max diameter of 5mm and neck width of 4.5mm. Patient vessel tortuosity was described as minimal . The parent artery landing zone diameters were 4.6mm distally and 4.7mm proximally. It was reported the ped2 was prepared as indicated in the instruction for use. The microcatheter was flushed with heparinized saline during the procedure. No friction was encountered during the delivery of the ped2 via the microcatheter. At the first unsheathing of the ped2, the physician unsheathed 3/4 of the ped2, but this distal segment remained not opened. The physician resheathed the ped2 two more times in an attempt to open the distal segment, but were unsuccessful. The ped2 was removed with the microcatheter. From the patient. Upon inspection after removal from the patient, the distal segment of the ped2 seemed to have damaged. There was no injury to the patient. The patient's flow diversion procedure would be rescheduled.

Manufacturer narrative:
The pipeline flex shield was returned for evaluation. The distal and proximal ends of the pipeline flex shield braid were found fully open with moderate fraying. No other anomalies were observed. Based on the analysis findings, the report of pipeline flex with shield failure to open at the distal end could not be confirmed and the event cause could not be determined. The returned pipeline flex shield braid was found fully open with moderate fraying at both ends. The cause for damage could not be determined. It is possible that the damaged braid may have contributed to the reported issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ no evidence was found to suggest that the pipeline flex failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.